Event description:
A physician reported that two ozark screws at c7 have backed-out approximately five-months after implantation. Revision status is not currently known. This report represents the first of the two screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, and five similar complaints were identified. No further investigation can be performed due to insufficient information provided. If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
A physician reported that two ozark screws at c7 have backed-out approximately five-months after implantation. Revision status is not currently known. This report represents the first of the two screws.